Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server several different preadmit encounters were not showing on the patient list, while others were visible. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.